Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that insulation on two of the line wire connectors on the motor protection switch (mps) of an aquabplus reverse osmosis (ro) system were discolored from thermal damage. The thermal damage was discovered during troubleshooting after mps 16a tripped when starting the p1 on the t1 test. The system alarmed with a p1 defective message. The biomed stated there was no other thermal damage identified within the aquabplus reverse osmosis (ro) system. There was no observed burning smell, smoke, spark, flame, or arcing. Tightening the wire connections on the mps allowed for the system to pass the t1 test. There were no blown fuses in the local power supply. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. The biomed stated that the mps was replaced approximately five days later. The biomed confirmed the ro system is in service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A photograph was provided which was reviewed and used to confirm the described failure pattern, which is a known problem. The complaint investigation determined that poor electrical contact caused the reported power failure. Line conductors l1 and l2 were loosened and not in the proper position at the motor protection switch. The bad contacting connections resulted in a higher contact resistance and respectively higher thermal stress, which resulted in the found thermal damages. A device history record (DHR) and reproduction of the reported failure pattern was not necessary, as the failure type is a known issue. Additionally, a review of the instructions for use (IFU) was not performed because the failure pattern was not user related. A review of the service manual found no special content regarding burnt/discolored wires and wire connections. Based on the provided photo, the reported problem was able to be confirmed. The issue was resolved onsite by replacing the motor protection switch and the cables connected to it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that insulation on two of the line wire connectors on the motor protection switch (mps) of an aquabplus reverse osmosis (ro) system were discolored from thermal damage. The thermal damage was discovered during troubleshooting after mps 16a tripped when starting the p1 on the t1 test. The system alarmed with a p1 defective message. The biomed stated there was no other thermal damage identified within the aquabplus reverse osmosis (ro) system. There was no observed burning smell, smoke, spark, flame, or arcing. Tightening the wire connections on the mps allowed for the system to pass the t1 test. There were no blown fuses in the local power supply. There were no local power grid issues on or around the reported event date. The ro system is plugged into its own breaker. The biomed stated that the mps was replaced approximately five days later. The biomed confirmed the ro system is in service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage.